Manufacturer narrative:
Citation: kido t et al. Early clinical outcomes of right ventricular outflow tract reconstruction with small caliber bovine jugular vein conduit in small children. J artif organs. 2016 may 28. [Epub ahead of print] date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding early clinical outcomes of right ventricular outflow tract reconstruction with contegra valved conduits in pediatric patients. All data were collected from a single center between april 2013 and april 2014. The study population included 13 patients (mean age 8 months, mean weight 5.5 kg), all of which were implanted with medtronic contegra conduit (serial numbers not provided). Patient 3 received a contegra conduit at 4 days old. At 2 months post-operatively the patient was noted with pulmonary hypertension, grade 1 pulmonary regurgitation, and conduit stenosis with a pressure gradient of 63 mmhg. The patient underwent an transcatheter balloon pulmonary angioplasty without sufficient improvement. Subsequently, the conduit was explanted and replaced in a redo of the right ventricular outflow tract (rvot). Granulation tissue and inflammatory cells were noted in the explanted conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.